Event description:
It was reported that "surgeon broke the tip on feely when he bent it. He was able to use another freely and no time was wasted."

Manufacturer narrative:
Method: complaint history analysis, risk assessment and mfg record review. Results: the implicated device was not returned. This is the first reported complaint for this instrument and similar instruments in the radius kit. The batch info was supplied and the mfg file was reviewed with no deviations noted. In this case the surgeon was able to use another feeler and completed the surgery with no adverse consequences to the pt. Conclusion: since no product was returned, a full eval could not be completed.